Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was unk at the time of the call. The customer stated that some of the buttons were sticking and numbers were scrolling without input. Customer removed the battery and put it back in. The button error alarm occurred after the battery was placed back into the insulin pump. Customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported,.

Manufacturer narrative:
No button error alarm was noted. However, the pump had no button response due to corroded keypad traces. No scrolling numbers were noted on the display. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.